Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is improper implant size selection or not installing the implants deep enough. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# 493584, mfd. 10/26/2015, expires 2020-10, (B)(4). 2nd (middle): ifuse implant, p/n 7040-90, lot# 493635, mfd. 04/15/2016, expires 2021-04, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient later reported pain around the si joint. The surgeon determined that the first and second implants were too proud of the ilium and were irritating the surrounding tissues. In (B)(6) 2018, the surgeon advanced the two implants further into the pelvis. The patient's pain symptoms resolved following the revision procedure.

Manufacturer narrative:
The patient's si joint/hip pain resolved following the first revision procedure in (B)(6) 2018, but soon after reported new radicular pain symptoms. The surgeon determined that the two implants he had previously advanced further into the si joint were now impinging on the nerve root. In (B)(6) 2018, the surgeon removed the two impinging implants. The status of the patient following the revision procedure is not known. Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause is improper implant size selection or advancing the implants too deep.